Manufacturer narrative:
The complaint which indicated "drifted 5 mmhg in less than 20 hours" was verified. The catheter shows a value of drift of 4 mmhg at the removal of approx 20 hrs testing. Batch history record was reviewed and found that the catheter r5862-16 was tested and met the requirements prior to shipment.

Event description:
Drifted 5mmhg in less than 20 hours.